Manufacturer narrative:
Results code- product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible in the guide wire lumen and hub. There was contrast visible in the inflation lumen. The balloon was loosely folded. There was a longitudinal rupture on the entire length of the balloon for a length of 1 cm. There was a longitudinal scratch distal to the rupture. The distal end of the balloon was bunched. There was no other damage noted to the balloon catheter. Using ansi/hima industry standard gauges, the female luer met industry standards. The returned balloon catheter was connected to a new indeflator. There were no abnormalities noted. The balloon catheter could not be pressurized due to the balloon rupture. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the connection of the first voyager would not stay tight with another company's indeflator. A second attempt with the same indeflator and a 2.25 x 8 mm voyager was made, but the same thing happened. The indeflator was exchanged for a new one, but the connection was still loose; therefore, the connection had to be held tight to use the balloon. A stent was placed and post-dilatation was performed with a voyager nc, using the same indeflator. There were no patient effects. No additional event or patient information is available. The 2.25 x 8 mm voyager is being reported based on analysis of the returned device, which revealed a balloon rupture.